Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer support engineer (cse) inspected the device and replaced the oxygen (o2) sensor. According to the report, the o2 sensor was due for replacement. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).